Manufacturer narrative:
The products have been received and the investigation is pending.

Event description:
It was reported that the device unit was in the biomed department with a note that stated; " it didn't detect an air bubble." The biomed tested checked the logs observed a few sensor failures in the past with an error 242.4150. Although requested, no further details or impact to the patient were provided by the customer for this event.

Manufacturer narrative:
Additional information provided: the customer¿s report that the returned pump module failed to alarm for air was not confirmed. Physical inspection of the device noted no damage or any anomalies. During external inspection the female iui connector was found with signs of blue/green corrosion on one of the gold plated contacts. Review of the pump module error logs could not confirm any instances of error code 242.4150 (pump_motor_encoder; sensor_broken_high_failure). Review of the logs confirmed five (5) instances of the log only 240.4150.5 (lvp_bottle_pressure; sensor_broken_high_failure). ¿ the returned pump module device was thoroughly tested and properly detected single air boluses and accumulated air-in-line alarms as required. ¿ no administration sets were returned for investigation. ¿ review of the pump module logs confirmed that the air-in-line threshold was set to 250ul single bolus setting with the air-in-line accumulator turned on. ¿ there are smaller single air bolus settings (50ul, 75ul) available to the customer. Testing of the device for air-in-line detection found it to be detecting air within specification and alarming as required. The root cause was not determined. The proximate cause of the customer¿s report that the returned pump module failed to alarm for air is suspected to be due to the air bolus being too small to trigger an alarm.

Event description:
It was reported that the device unit was in the biomed department with a note that stated: "it didn¿t detect an air bubble". The biomed tested checked the error logs and observed some sensor failures in the past with an error code 242.4150. Although requested, no further details or impact to the patient were provided by the customer for this event.